Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) does not activate and will not charge the I-stat 1 analyzer. The customer also reported that the ac power adapter port on the back of the drn downloader looks discolored, burnt and melted and provided a picture. There are no injuries associated with this event. The product was replaced at no charge and returning for investigation. The picture provided by the customer was reviewed and determined that the discoloration could potentially be caused by an external source. This could not be confirmed at the time of this report because the product has not been returned for investigation. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/28/2018. The customer reported that network downloader (drn) s/n (B)(4) would not activate and would not charge an analyzer. The customer also reported that the ac power adapter port at the back of the drn looks discolored, burnt and melted. It was confirmed that the back of the drn was discolored, burnt, and melted due to heat damage inside the drn. There is evidence of liquid contamination inside of the drn, which would likely have caused the customer's complaint. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.